Event description:
Patient hematoma reported.

Manufacturer narrative:
A service report was completed by a dmta field service engineer following the evaluation of the device identified by this complaint. This technical system safety check was conducted 7 march 2022 and the findings concluded that the device was in compliance with dornier specifications. Patient hematoma is listed as a potential adverse effect and complication in the dornier delta iii operating manual. Details concerning the patient outside of the confirmation of hematoma were not provided to dmta for review. The result of this investigation revealed no defects or inconsistencies with the identified device. The reviews conducted for this investigation concluded the device was manufactured and functioning within dornier specifications.